Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis episodes. The customer¿s glucose level was unknown at the time of the incident and treated with manual injection and stopping use of the insulin pump. The customer stated that ever since they started using these sets they have been having bent cannulas. The customer was not hospitalized due to any of the diabetic ketoacidosis episodes. The insulin pump will not be returned for analysis.